Manufacturer narrative:
Please note the corrections to d9, h6 method, h6 results and h6 conclusion codes. The reported event of chipped away material could be confirmed since the device returned was found to be obviously damaged. Detailed inspection revealed an evident bent guide wire and a significantly damaged surface. The wire presents chipped away material. This accumulation of material proved to be compacted and displaced, and scratches and grooves were visible in the immediate vicinity of the surface, which appeared to be circumferential. The root cause was already given with the event description ¿during the reaming process, the guide rod became damaged and began to chip away. The labelling clearly points out ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage¿ always treat the instrument carefully to avoid surface damage or alterations to the geometry¿ based on above the event was caused by improper handling during procedure. In case of intended use such damage would not have occurred. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported that : "27-year-old patient admitted to the emergency room for intramedullary nailing due to a fracture of the left tibia. During the reaming process, the guide rod became damaged and began to chip away at the tibial shaft." Removal of the guide rod and replacement with a new rod (different batch). No consequences, no metal residue visually present in the surgical site.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "27-year-old patient admitted to the emergency room for intramedullary nailing due to a fracture of the left tibia. During the reaming process, the guide rod became damaged and began to chip away at the tibial shaft." Removal of the guide rod and replacement with a new rod (different batch). No consequences, no metal residue visually present in the surgical site.

Manufacturer narrative:
Please note the correction to d9 as the device was not returned for evaluation. Please also note the correction to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported that : "27-year-old patient admitted to the emergency room for intramedullary nailing due to a fracture of the left tibia. During the reaming process, the guide rod became damaged and began to chip away at the tibial shaft." Removal of the guide rod and replacement with a new rod (different batch). No consequences, no metal residue visually present in the surgical site.